Event description:
Approximately three weeks post hip pinning, it was determined that the nail disassociated at the compression jportion of the nail with the flange portion of the nail, with migration of the lag screw interacetabularly. Patient was brought back to surgery to underg repeat hip nailing with use of a superscrew with larger lag component due to the pagetoid bone.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.